Event description:
This event occured outside the USA, in canada. On 04-dec-2023, the canadian distributor notified us of an adverse event. According to the information received, a patient was injected on (B)(6) 2023 with teosyal rha 3 in the nasolabial folds (fanning technique, using a needle). The same day, on (B)(6) 2023, the patient developed pain in the right nasolabial fold. Five days later, on (B)(6) 2023, she returned to the clinic and presented with a vascular occlusion of the angular artery : significant duskiness and skin mottling on the right nasolabial fold region, right lateral nasal wall, radix and right forehead. There was no areas of necrosis, although some scabbing on the right medial cheek. The skin was pink and only slightly mottled and quite tender to touch. There was no dysfunction in any motor nerves. On (B)(6) 2023, the patient received as treatment high dose pulsed hyaluronidase (hdph) protocol (4 doses of hdph each one hour apart, 450 iu / session) and two additional sessions of hyaluronidase (900 ui each) on (B)(6) 2023. She had one session of hyperbaric oxygen therapy (hbot) on 01-dec-2023, but couldn't do more due to claustrophobia. She was also prescribed antibiotic (keflex, 500mg for 7 days). Her skin did improve after this treatment. On (B)(6) 2023, the patient had a second opinion from a doctor. He reported that she was healing well and that all treatments were appropriate and evidence-based. He recommended one session of platelet-rich plasma (prp) to the mottled skin areas to hasten and improve healing. The patient was relieved and consented to the treatment. 12 cc of prp were injected with no complication. On (B)(6) 2023, we were informed that the patient had a follow up review and was healed up, especially after the prp. Therefore the complaint was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.